Event description:
During replacement of the original compression distraction module of the oasis external fixator, the doctor used another cd module from inventory. During treatment with the replacement cd module, the head of one of the bolts that holds the cd module to the body of the fixator sheared off. There is a possibility that the wrong size bolt was used to attach the replacement cd module, as it was noticed after application that there were two sizes of bolts used on the fixator that he harvested the cd module from.